Event description:
Failure code 538. The failure was reported to have occurred during biomed testing. There have been no reports of any patient incident involving this pump since the last baxter service event. No additional info is known.